Event description:
It was reported that the patient had a loss of stimulation and therapeutic effect. The patient had less than 50% therapy relief at the lead location. Impedance testing was performed and they were within normal limits. The lead on the right was not getting therapeutic effect and the one on the left worked well. A CT scan was to be ordered per the doctor. The doctor also stated that he planned on doing a lead revision, but there was no date yet. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).